Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: reported issue: customer states that needle does not retract when button is pushed injuries or adverse event: no.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received five sealed 20ga x 1.16in. Insyte autoguard bc units from lot number 4080056. Each unit was visually inspected and attempted to retract. Each unit retracted successfully, no issues were discovered with the button and no adhesive or damage to the coils were discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.